Event description:
It was reported that the user experienced high blood glucose after a supply change when the ilet cartridge was not fully locked, resulting in insulin leakage and delayed insulin delivery; the user identified and corrected the issue by replacing the cartridge and tubing, and the relevant device component was the cartridge/connector. Symptoms included hyperglycemia with a highest reported sensor value of 401 mg/dl, confusion or disorientation, fatigue, and thirst. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem was identified, and the issue was attributed to an incorrectly attached connector. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.